Event description:
The biomedical engineer (biomed) reported that when the battery was removed from the external pulse generator (epg), it shuts off in less than fifteen seconds. The biomed also stated that the epg had not been returned for checkout/repair in several years. The epg was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator was shutting off less than 15 seconds following the removal of the battery. It was also requested that the generator have its general check and calibration done as it was overdue. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Further analysis was performed on the main pc board and display module. This analysis confirmed the reported event and the reported failures found during the servicing of the device. Event caused by a capacitor component failure on the display pc board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display and printed circuit (pc) board were out of electrical specification. It was also noted that the upper and lower cases were broken and contaminated, one bail cover was broken, one bail cover was missing, the ring cover was missing, the battery contacts were compressed, one bail was missing, and the ring was missing.